Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information as received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell down the stairs and is no longer feeling stimulation in the required area. The patient¿s pain physician took an x-ray on (B)(6) 2019 and noted that one lead had migrated, but minimally. No surgical intervention is planned. The manufacturer representative met with the patient on (B)(6) 2019 and ran an impedance check. All electrodes are well within the acceptable range. The manufacturer representative was able to reprogram the patient to provide better coverage of her pain areas. The patient never lost stimulation, it only moved away from her required pain location. There were no further complications reported or anticipated.